Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of xanthelasma, not device related, is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected in the tt1, tt2, tt3 with 1 ml of juvéderm® volbella¿ with lidocaine. The patient was concomitantly injected in the ck1, t1, ck4, ck3 with 4 ml of juvéderm® voluma¿, in the c1, c2, jw4, jw5, c2, jw4, c¿, c1, c6 with 8 ml of juvéderm® volux¿, and in the ck3, nl1, nl2, lp1, lp6,lp3, lp2, lp5 with 5.9 ml of juvéderm® volift¿. The patient experienced ¿pain¿ and ¿lump/swelling.¿ additionally, the health professional reported that the patient also had a ¿difficult time speaking and articulating because of the swelling,¿ and the event was noted at the chin/mouth. That day, the patient was treated with corticoid steroid, ciprofloxacin and omeprazole. The patient had 2 years of regular consultations for non-device related ¿granuloma¿ on the left side of the mandible, ¿chronic oedema¿ around the eyes that the patient refused to dissolve with hyaluronidase, and a ¿yellow spot¿ around the right lower eyelid. A non-device related ¿xanthelasma-like lesion¿ was noted on the right lower eyelid that had been stable for 9 months. The patient was prescribed a typical blood test for xanthelasma (cholesterol, thyroid hormones, sugar and hba1c) and photos were taken. The health professional gave 3 treatment options of tca peeling, co2 laser treatment in different sessions, or surgery, of which the patient agreed on the latter. Hyaluronidase was offered but refused. The injector was not able to confirm or deny if the event was related to the dermal fillers. The event is ongoing.